Event description:
Dealer states "the smart actuator came down from 5 degrees to 0 while the customer was driving. Dealer was already going to replace tilt actuator since it will not move through the joystick, per a previous phone call." Dealer is going to replace smart actuator then troubleshoot further. No parts being replaced today.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 3 yrs 9 months old. The owner's manual part number 1143190 rev. F (apr-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.